Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that this male pt was in end stage renal failure. During dialysis in the renal unit approx one month ago, the venous port was found cracked and for four weeks used only one port to dialyse. The catheter was placed in the pt's left subclavian vein approx two months prior to this occurrence. As a result, the pt had the pigtails replaced and will have the next dialysis with the dual method.